Event description:
It was reported that a 10 x 60 mm absolute stent was implanted on (B)(6) 2010 in the iliac vein due to phlebitic pain. During a check up on (B)(6) 2012, due to the patient experiencing moderate breathlessness, the patient was re-hospitalized as the stent was observed to have migrated into the right ventricle, behind the pulmonary valve. Antivitamin k was administered to prevent thrombosis. Surgery was performed on (B)(6) 2012 to retrieve the migrated stent. The proximal and distal stent struts were entrapped in the cardiac tissue and damaged a cord of the mitral valve. The full stent was removed and 1 day post-procedure the patient was in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the follow-up #1 medwatch report filing, clarification received states that the check up appointment was in (B)(6) 2011, not (B)(6) 2012 as initially reported. Additionally, the tricuspid valve was damaged, and not the mitral valve. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 10 x 60 mm absolute stent was implanted in the iliac vessel. On (B)(6) 2012, the patient was re-hospitalized as the stent has migrated into the right ventricle, behind the pulmonary valve. The patient was scheduled for surgery to retrieve the migrated stent. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system was regarded. A follow-up will be submitted with all relevant information.